Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -18.0d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Refractive surprise was observed. Lens was exchanged on (B)(6) 2024 with a different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).